Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage. (B)(4).

Event description:
On (B)(6) 2016, the patient developed stanford type b complicated aortic dissection (rupture). On the same day, the patient underwent an emergent endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to repair rupture of the acute aortic dissection. The device was implanted with no issues, intentionally covering the left subclavian artery. The artery was then embolized. Final angiography showed exclusion of the rupture. The patient tolerated the procedure. On (B)(6) 2016, the patient developed paraplegia due to spinal cord ischemia. It was reported that the paraplegia was procedure-related, not device-related. On the same day the patient was treated with cerebrospinal fluid drainage and rehabilitation. On (B)(6) 2016, one month follow-up imaging showed no issues. The paraplegia was reported to persist, therefore the cerebrospinal fluid drainage and rehabilitation continued. On (B)(6) 2016, the patient discharged the institution.